Event description:
It was reported that this atrial lead was an attempted implant. Multiple tests were completed during implant testing with out-of-range pacing impedance measurements greater than 2000 ohms. The patient became less cooperative due to the prolonged procedure, and the physician made the decision to implant a single chamber device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection identified the helix was retracted with dried body fluid in the helix housing, which is normal for active fixation leads. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this atrial lead was an attempted implant. Multiple tests were completed during implant testing with out-of-range pacing impedance measurements greater than 2000 ohms. The patient became less cooperative due to the prolonged procedure, and the physician made the decision to implant a single chamber device. No adverse patient effects were reported.